Event description:
It was reported that an altitude alarm occurred. Customer changed the cartridge to clear the alarm. Customer's blood glucose (bg) was 17.2 mmol/l and customer administered an insulin injection to resolve bg. Customer reverted to an alternate method of insulin therapy.